Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Nurse reported that a hemostar catheter was inserted in a patient about 6 months ago. The patient had their dialysis done at a dialysis treatment center with no incident until recently. The patient became febrile and was sent to the hospital where they were diagnosed with septic shock. The patient was put on antibiotic treatment and because they were due for dialysis they were sent to the hospital's renal inpatient dialysis center. The dialysis nurse discovered an alleged break in the dialysis catheter when she was going to prepare the patient for dialysis. A new catheter was inserted and the dialysis was successful.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of dialysis catheter related infection was inconclusive because the reported event could not be reproduced/investigated at the bard access systems field assurance laboratory. The product returned for evaluation was one 19cm hemostar dialysis catheter. Usage residues were evident throughout the sample. Sutures were tied around the suture wings. Multiple partially circumferential splits were observed in the blue-luered lumen extension tubing just proximal of the molded joint. The splits are addressed in a separate file. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. No additional leaks were observed. Tactile inspection of the sample was unremarkable. Inspection of the returned device was insufficient to verify the report of device related infection; however, bard access systems product is processed through a validated sterilization cycle that is qualified to deliver a minimum sterility assurance level of 10-6 per iso 11135. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.